Event description:
It was reported that on (B)(6) 2012, coronary angiography was performed and the mid right coronary artery (rca) was noted to be 85% stenosed and mildly tortuous. The physician suggested the patient be taken for percutaneous coronary intervention. The physician tried to advance a bmw elite guide wire through the lesion; however, because of the unsuitable angle, the physician decided to pull the guide wire out and reform it. While trying to re-insert the bmw elite guide wire into the rca, it wouldn't go forward and green particles were noted on the guide wire introducer which were believed to be the coating of the guide wire which was scraped when the guide wire was withdrawn the first time. For the safety of the patient, the physician decided to scrap the bmw elite guide wire and used a non-abbott guide wire to complete the procedure. Reportedly there were no adverse patient effects or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.